Event description:
Multiple alerts for svc defib lead impedance >200 ohms beginning in (B)(6) 2014. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).